Event description:
It was reported that during a coronary artery procedure, an otw trek dilatation catheter became stuck on the sticky balance middleweight universal ii (bmw) guidewire during advancement proximal to the target lesion. The guide wire and balloon were removed together. There was no adverse patient effect. Another bmw universal ii was successfully used with the same trek without issue. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Difficulty to position and retract can be affected by numerous factors including, but not limited to, patient anatomy, inner/outer diameter relationships, the condition of the associative product, and/or condition of wire coating. The design of low profile products has resulted in minimal clearance between the guide wire and the balloon catheter. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level. Coagulation of blood or contrast in the lumen of the catheter and/or on the guide wire can also be a factor in reducing clearance. The guide wire and balloon catheter were not returned which may have aided in the evaluation. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned and the lot number was not reported. A conclusive cause could not be determined for the difficulty to position and retract and there is no indication of a product quality deficiency.